Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. A replacement system interface board was installed during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up while archiving images to pacs. The issue occurred outside a procedure. This resulted in inconvenience, but to data was lost. There is no report of injury or death associated with this event.